Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised due to loosening on (B)(6) 2015. The bearing was removed and replaced.